Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthesis dysfunction encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of such failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve exhibited severe aortic regurgitation after an implant duration of approximately 13 years; the patient underwent a successful implant of a transcatheter heart valve within the failing valve (valve in valve). Report indicates the patient remained stable throughout the procedure and transferred to the unit.